Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external/internal inspection was performed and did not pass due to an unrelated issue. The device passed electrical testing. Temperature verification testing was performed and the device was found to be within specifications. A volumetric accuracy test was performed and the device failed. A test article, piston foam, was installed and the device passed the volumetric accuracy test. When the original piston foam was reinstalled, the device failed the volumetric accuracy test again. Inspection of the original piston foam found that the piston foam was deteriorated and the door piston was cracked. The evaluation determined the cause of the reported issue to be due to the deteriorated piston foam and cracked door piston. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.